Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that since a year after implant (B)(6) 2009, the patient's therapy has not helped them. The patient wants the ins removed but they were in need of a doctor to discuss removing the ins. Doctor listings were sent to the patient. It was noted the patient had not taken any actions prior to the call to address the lack of therapeutic effect. Additional information was received from the patient. It was reported that the patient has not been able to find a healthcare professional (hcp) to take the ins out. The patient said the device no longer helped her and now it has moved and is close to the patient¿s spine. The patient said it caused a lot of discomfort. The patient said no steps were taken and none were planned to resolve the issue. No further complications were reported.